Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and low blood glucose. The customer's blood glucose yesterday was 478 mg/dl last night, current blood glucose is 177 mg/dl. It was reported that the customer had blood glucose 250 mg/dl before going to bed and she woke up with 50 mg/dl treated with cup of juice. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. It also stated that drive support cap was normal. The customer declined troubleshoot insulin pump for blood glucose. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. The customer was advised that the insulin pump will be replaced. The insulin pump will not be returned for analysis.